Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was informed in the past to turn the device off while charging, and recently when they go to recharge the stim gets more powerful and stronger to the point where it was uncomfortable and seems to be automatically changing. The patient programmer shows the device is on. The patient stated that adaptive stimulation was enabled, and the patient was informed how to disable it. The patient reviewed how to change the settings. The patient was referred to their healthcare provider (hcp) to assess further if needed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue of stimulation increasing when charging had not been resolved.